Manufacturer narrative:
A review of the device history record for strattice lot s11120 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b6, b7, d4, h4, h6.

Event description:
This is follow up#1 to report on (B)(6) 2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event that was signed on 16/oct/2025. As per the ppf form, the patient underwent a recurrent ventral hernia surgery with a strattice device lot #s11120-196 and ref. #1620002 on (B)(6) 2013. On (B)(6) 2020, patient underwent a recurrent hernia repair with mesh. Strattice mesh is noted to be adhered to the bowel. As per the ppf form, the patient claims: mesh resulted in bowel obstruction, adhesion, and hospitalized for 6 days due to infected mesh. Strattice mesh is noted to be adhered to the bowel, fever, mostly stomach aches, pains so bad could not stand up or drive ¿ rush to the hospital and found issue with the hernia. Doctor said it looked like it was from older mesh. In the hospital for bruise in stomach and started to get hot. On (B)(6) cut out cantaloupe side puss of stomach ¿ infection from older mesh stuck on older intestines. The form lists the condition that was treated. On (B)(6) 2025: abdominal wall cellulitis adjacent to ventral hernia, infected mesh. Abdominal wall abscess. On (B)(6) 2025: abdominal wall cellulitis, infected mesh. On (B)(6) 2025: hernia irritation, fever, abdominal wall cellulitis, fluid collection adjacent to large ventral hernia up to 10 cm. On (B)(6) 2025: incision and drainage culture and placement of suction drain abscess abdominal wall. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.